Manufacturer narrative:
Patient weight: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced complete atrioventricular block (cavb). During a myocardial ablation procedure for paroxysmal atrial fibrillation and premature ventricular contractions (pvc), mapping was performed in left atrium (la), and after left pulmonary vein (lpv) isolation, the roof bottom line was created, and box isolation was completed. After checking the box isolation upon mapping, la was withdrawn. Since premature ventricular contractions (pvc) did not appear at all, "isp" was loaded, and coronary angiogram was performed. Then, "isp" loading was performed, and since pvc started to appear, mapping was performed, and the tricuspid valve became in 2 o'clock the earliest. The pace map was performed using an intellamap orion mapping catheter, then the orion was removed, and it was replaced with an intellanav mifi open-irrigated ablation catheter. The pace map was then performed using ablation catheter. With the ablation catheter, his potential could not be confirmed clearly. About 15 minutes after energization was started, cavb occurred, so energization was ended immediately. Steroids were administered to minimize inflammation, and the procedure was completed, but cavb still remained until leaving. The patient was in cavb until leaving the catheter room, but then the atrium-ventricle conduction resumed at the hospital ward. Therefore, the patient was discharged from the hospital three days later. It was reported that the possible cause of the event was that energization was performed from the atrium side. It is normally desirable to energize from ventricle side, but energization was performed from atrium side as potential is faster at the atrium side. No issues were observed with the functionality of this device and no visual damage was noted on the device during unpacking and after the procedure. The device was discarded after the procedure.